Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, followed-up at the site, in trouble-shooting, the system was inspected, and no problem was found. 262 fluoro exams were in the computer, so fluoro exams were deleted to decrease the load of the computer. On 07/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, arcadis 3d navigation was used. Images were taken 4 times with arcadis and no problem was observed in navigation. However, when the image was taken for fifth time, data was sent to navigation and the right-arrow was pressed to move navigation screen. At that point, exiting was displayed on the screen and the system did not respond at all. Re-booting the system resolved the issue and there were no further issues. The surgeon discontinued the use of the imaging system and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A review of the software logs and corefile indicates that the software exited while trying to preview the exam. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.